Event description:
Information received from the field notes that the patient was in the hospital for heart failure. After several days in the hospital, the device was checked and found to be in back-up mode. The patient was asymptomatic.